Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent further described as "color pineapple drain". The cause of the event, patient outcome and action taken with pd therapy were not reported. On the same day as the onset, the patient was hospitalized for the event and started antibiotic treatment on an unreported date. Treatment was ongoing. The reporter declined to provide additional information.